Event description:
Additional information was received from the health care professional (hcp) and manufacturer representative (rep) stating that the patient had a loss of stimulation and was evaluated on march 24th 2016. Impedance readings were out of range greater than 3600 ohms on all electrode combinations except for electrodes 3 and 4. The battery was not holding charge as long but still recharges without issues. The patient had a fall in (B)(6) 2015. The stimulator was still working but at times they mentioned it would quit then they changed this position and it would not come back on. Impedance testing and reprogramming performed and checked function of all patient equipment. The hcps are proceeding with the process of replacement of lead as well as battery as patient had a need for an MRI veal at times so they planned to get their system replaced.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported a loss of stimulation. They were not feeling stimulation. The patient checked with the recharger and the implantable neurostimulator (ins) was one, and the battery was 3.4 charged, 8 coupling bars. They could only feel it if they laid a certain way. There were no falls or traumas that could be related to this issue. Other relevant medical history includes failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.